Event description:
Rptr believes that these events have never been reported by drs and hosps that should have reported each event and never reported by their attys who have helped in claim: 1. Confirmation of ruptured silicone implants (bilateral) by MRI. 2. Complications with silicone implants requiring revision and replacement and eventually explanted with problems. 3. Permanent disability status as a result of the secondary effects of silicone - pl toxicity.